Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient the patient underwent a heart transplant on (B)(6) 2022. The patient was upgraded on the transplant list due to concerns for further incidence of stroke. The symptoms of the stroke had resolved at the time of transplant. The device operated as expected and was returned for evaluation.

Manufacturer narrative:
Stroke was captured under MFR. Report # 2916596-2021-07166. Manufacturer's investigation conclusion: investigation of (B)(6) confirmed an incidental finding of extrinsic outflow graft obstruction. Evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any developed depositions or thrombus formations. (B)(6) was returned assembled with the pump cable severed approximately 15.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 5.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware and outflow graft clip engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jul2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.